Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented to the clinic, stored episodes of nonsustained right ventricular oversensing were observed as myopotential oversensing on the ventricular channel. Turning off the low frequency attenuation filter was recommended. Changing the max sensitivity was recommended once the filter is turned off. No further information is available.